Event description:
The infusion pump was being used to administer levophed and dopamine to a critically ill pt. It was reported that the pump experienced a failure alarm state that stopped the operation of both channels. (The failure code was 533:320:717:0000). The pump was unable to be restarted. It was commented that it took a few mins to find another pump to use and that the pt's b/p and hr dropped substantially. Both drips were able to be restarted with a different pump and the pts vital signs stabilized. No add'l intervention was required. The rptr was very concerned regarding the occurrence.